Manufacturer narrative:
The reported complaint was confirmed by the service repair technician (srt). The cam/gear assembly was replaced. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the gear assembly on the sternal saw was corroded. This corrosion resulted in poor operation of the handpiece. There was no patient involvement.